Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a few months ago the patient had his artificial urinary sphincter (aus) removed due to erosion. Subsequently a new aus device was implanted. No additional information was reported.

Event description:
It was reported that a few months ago the patient had his artificial urinary sphincter (aus) removed due to erosion. Subsequently a new artificial urinary sphincter device was implanted. No additional information was reported.